Manufacturer narrative:
Livanova (B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative on site for routine service recommended to the customer that the faulty level sensor be replaced. It was also noted that the unit is not safe for patient use. A new level sensor module was ordered and installed resolving the problem. The old part is not available for return for further investigation because the customer has disposed of it. Therefore no additional investigation will be performed. A review of the DHR could not identify any deviations or non-conformities relevant to the reported issue. The result of the investigation does not provide any evidence to determine a root cause for the reported event as the customer disposed of the faulty device. However, level sensors can suffer from electrostatic discharges mainly caused by turboelectric charging or by electrostatic induction coming from the disposables used. Electrostatic discharge damage to a level sensor can cause the reported malfunction. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The sorin group field service representative on site for routine service recommended to the customer that the faulty level sensor be replaced. The customer has not yet decided if they would like to repair the device. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. User hasn't decided what to do w/ device.

Event description:
Sorin group (B)(4) received a report that the sorin s3 low level ii sensor misread the level during maintenance. The level shows as "full" when it should have read "empty." The sensor would not alarm. This issue was noted by a sorin group field service representative during routine service. There was no patient involvement.